Event description:
Boston scientific received information that the right atrial (ra) lead historically displayed increased threshold measurements, with reports of phrenic nerve stimulation. During a routine device implant procedure, fluoroscopy indicated that the ra lead lost slack. The ra lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.